Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this is the second of two reports for endovive jejunal feeding tubes related to the same patient. Refer to manufacturer report# 3005099803-2021-02771 for the device information. It was reported to boston scientific corporation that an endovive jejunal feeding tube was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. Post procedure, the jejunal tube migrated into the stomach. On (B)(6) 2021, when the jejunal tube was being replaced it broke inside the peg tube. A new endovive jejunal feeding tube was used to complete the procedure. There were no patient complications reported as a result of this event.